Event description:
It was reported that during a septoplasty, the microdebrider leaked saline. The procedure was completed using this equipment, without causing a clinically significant delay. There was no pt or user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow up report will be submitted if the product is returned, and if the investigation requires.